Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
An outside law firm reported that a patient experienced failure of a knee prosthesis system that required revision surgery. Postoperative loosening of an aesculap knee implant was allegedly reported. The adverse event is filed under aesculap ag reference no. (B)(4).